Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's abutment was removed and a new abutment was placed on the fixture. At the time of the procedure, the patient was under general anesthesia for an unrelated medical procedure.